Manufacturer narrative:
The reported event that a piece of the device was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that after the cleaning process, the device was found to have a piece broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that after the cleaning process, the device was found to have a piece broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.